Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found drawers 2.1 and 2.2 not detected on bus. Logged in and checked drawer light emitting diode (led), which appeared normal. Ran diagnostics and drawer 2.2 looked fine, but drawer 2.1 was present without pocket recognition. Checked row board led and observed off nominal blink pattern. Replaced drawer controller for drawer 2.1, removed all pockets and row boards, checked for foil debris, and reseated row board cables. Passed acceptance test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer on station 6wp. Tried reboot station but issue still persists. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.